Event description:
The lay user/patient contacted lifescan (lfs) on july 2, 2006 alleging that he was unable to obtain a reading on his one touch ultra meter. A amedical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. In mid-june 2006, the patient experienced pain in the bottom of his legs, and tried to test on his meter, and was unable to obtain a reading. He then contacted a medical professional for advice, and tested on the physician's meter, and received a 380 mg/dl, and was treated with insulin. The technique of applying blood on the test strip was incorrect. With the assistance of the customer care advocate, and the proper technique, the issue was resolved using a new test strip. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, and how long the patient was unable to test. The complaint is being reported, since the patient was unable to test at the time of experiencing symptoms, and was treated with insulin for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.